Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a peripheral stenting treatment procedure the stent dislodged inside the patient. The 90% stenosed lesion was located in the non-tortuous and mildly calcified iliac artery. As the physician advanced the 7.0mm x 30mm x 75cm express ld iliac/biliary stent delivery system (sds) through the lesion, resistance was encountered and 'strong force' was used to advance the express stent across the lesion. The stent was unable to cross the lesion. As the physician withdrew the express ld from the lesion, the express stent dislodged from the balloon. The physician advanced a smaller balloon catheter through the dislodged express stent and deployed the stent 'a little bit above the lesion' to the complete the procedure. No patient complications were reported and the patient's status is stable.

Event description:
It was further reported that the express ld stent was implanted over the distal end of the lesion which resulted in 3mm of the proximal portion of the lesion uncovered.